Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was not successfully implanted due to placement difficulty and helix unable to extend. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully as the lead was moved a few times to get best sensing and threshold measurements until the helix could not extend. Also, the lead will not be returned.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.